Event description:
It was reported that the patient presented for follow-up with recorded episodes of inappropriate automatic mode switch. The episodes were suspected to be caused by far-field r wave over-sensing or small amplitude retrograde p waves that resulted in atrial over-sensing. No interventions were reported. Further information was requested but not received.